Event description:
The customer reported that the system exhibited control panel and communication errors. These errors are likely to result in a system lock up. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 vdc power supply connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.